Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Participant started having fevers evening of (B)(6) 2024 and continued until (B)(6) 2024. Participant started having multiple bladder accidents a day starting (B)(6) 2024. Ua c&s was collected (B)(6) 2024 which was positive for uti. Participant started oral antibiotics on (B)(6) 2024 and did not require any hospitalization. Participant finished antibiotics on (B)(6) 2024. Participant stated he has not had a fever since (B)(6) 2024 and has not had a bladder accident since (B)(6) 2024. Ae resolved on (B)(6) 2024.